Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the cause was as follows. There was a difference between the reprocess method implemented by the facility and the reprocess method recommended by IFU. There was a lack of equipment handling and cds training for facility staff in accordance with IFU. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the nozzle was clogged with foreign matter. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.